Event description:
It was reported that the device had left female iui communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of left iui communication failure was confirmed. Received on 29-may-2025, 2 pcu devices were received unboxed and with paperwork. Visual inspection confirmed the stated failure. Their rear cases were also found to be damaged. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace faulty left iui board, and damaged rear case. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.